Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 80 (non-recoverable system error). It was stated that the expected value was 6, but the actual value was 29. The chiller temperature (t4) was at 4.2c and had 7498 system hours. Explained its due for the 2000-hour preventive maintenance and stated that the circulation pump was taking a long time to fill the reservoir as well. So they are going to replace the circulation pump and mixing pump and retry the calibration.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. Chiller temperature (t4) was at 4.2c and had 7498 system hours. Explained device is due for the 2000 hour preventive maintenance. They are going to replace the mixing pump and retry the calibration. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 80 (non-recoverable system error). It was stated that the expected value was 6, but the actual value was 29. The chiller temperature (t4) was at 4.2c and had 7498 system hours. Explained its due for the 2000-hour preventive maintenance and stated that the circulation pump was taking a long time to fill the reservoir as well. So they are going to replace the circulation pump and mixing pump and retry the calibration.